Manufacturer narrative:
(B)(4) - surgical procedure, secondary, intraocular pressure (iop). (B)(4) - vaulting, excessive, explant. (B)(4).

Event description:
It was reported that the surgeon inserted an (B)(4) 13mm implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2011, due to excessive vault. Elevated iop was noted. The lens was exchanged for a shorter lens and this resolved the problem.